Event description:
A customer had contacted baxter corporate surveillance regarding IV tubing which had cracked and leaked 5fu on a patient. The patient returned to the chemotherapy infusion suite approximately 24 hrs into his 46 hr cadd infusion with a "leak" somewhere. The customer stated that this was the first instance where tubing cracked while infusing. The reporter also stated that this patient is confined to a wheelchair and it is possible that the line was somehow cracked during his regular activities. There was no known patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.